Event description:
It was reported that the surgeon inserted and removed an aq2010v silicone three piece lens, due to the surgeon changing his mind for an anterior chamber lens. The lens was removed with no pt injury noted, no enlarged incision. Additional info has been requested from the facility, but none had been forthcoming. If additional info becomes available, a supplemental medwatch will be sent.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.